Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient's nurse reported that the patient expired while connected to the cycler, at home. It is unknown if the patient was actively in treatment or if treatment had been completed. The primary cause of death was determined to be cardiac arrest with an unknown cause. There was no documented or identified secondary cause of death. The patient had been on peritoneal dialysis since (B)(6) 2016. Although a temporal relationship may exist between the last continuous circulatory peritoneal dialysis therapy and the patient expiring while still attached to the cycler, and cardiac arrest of unknown cause, there is no documented secondary cause of death on the end stage renal disease death notification form. There is sufficient lack of clinical information to determine actual causality of this patient's expiration.

Event description:
A peritoneal dialysis patient's nurse reported that the patient expired while connected to the cycler, at home. It is unknown if the patient was actively in treatment or if treatment had been completed. The primary cause of death was determined to be cardiac arrest with an unknown cause. There was no documented or identified secondary cause of death. The patient had been on peritoneal dialysis since april 2016. Although a temporal relationship may exist between the last continuous circulatory peritoneal dialysis therapy and the patient expiring while still attached to the cycler, and cardiac arrest of unknown cause, there is no documented secondary cause of death on the end stage renal disease death notification form. There is sufficient lack of clinical information to determine actual causality of this patient's expiration.

Manufacturer narrative:
Corrective data: the date for follow up 1 is (B)(6) 2017.

Event description:
A peritoneal dialysis patient's nurse reported that the patient expired while connected to the cycler, at home. It is unknown if the patient was actively in treatment or if treatment had been completed. The primary cause of death was determined to be cardiac arrest with an unknown cause. There was no documented or identified secondary cause of death. The patient had been on peritoneal dialysis since (B)(6) 2016. Although a temporal relationship may exist between the last continuous circulatory peritoneal dialysis therapy and the patient expiring while still attached to the cycler, and cardiac arrest of unknown cause, there is no documented secondary cause of death on the end stage renal disease death notification form. There is sufficient lack of clinical information to determine actual causality of this patient's expiration.